Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged on oral anticoagulants for 90 days. The patient had a routine one (1) year follow up and transesophageal echocardiography (tee) imaging revealed a non-mobile, laminar thrombus on the face of the closure device. There were no leaks noted, and no change in implant position. The patient was placed on eliquis and will have a repeat tee in ninety (90) days to re-evaluate.